Event description:
It was reported that during a remote follow up, oversensing was noted on the right ventricular (rv) lead. The physician suspected rv lead damage, however, diagnostic imaging was not performed. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the oversensing event was sensed by the device.

Event description:
Additional information was received indicating noise resulting in oversensing was noted on the right ventricular (rv) lead. Abbott technical support was again contacted and reprogramming was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.